Manufacturer narrative:
Follow-up #1; date of submission: 9/27/2016. The device has been returned and evaluated by product analysis on 08/31/2016 with the following findings. Cs 069 alarm was reproduced at power up. The pump was unable to recover from cs69 after reboot. The cs 069 failure is defined as language file corruption while retrieving the language text and was confirmed in the alarm history. The error is resident to flash chip (u39). Battery compartment cracks below the bumper traveling toward the case seal and to the left of the bumper pad from the threads traveling down to the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 069. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.